Manufacturer narrative:
This is an OEM device (private label) for which arthrex does not have the responsibility to file an adverse event.

Event description:
On 01/23/2023, it was reported by a sales representative via email that a ar-19031c fiberstitch¿ implant broke. This occurred during a rotator cuff repair on (B)(6) 2023, the broken fragment was retrieved. No additional information provided. Additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.